Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured within specification.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited loss of capture at high output. Fluoroscopy confirmed that the lv lead had dislodged, and the patient was subsequently brought to the electrophysiology (ep) suite for lv lead revision. The lv lead was explanted and replaced. No patient consequences were reported, and the patient remained stable throughout the procedure.